Event description:
Treatments to the right and left lobes of the liver 2004 and in about 5 weeks later respectively. At a follow-up visit in feb. 2005 patient had developed ascites and edema of the lower legs. Patient had experienced significant weight loss and had no appetite and little energy. Ultrasound of the biliary system showed multiple hyperechoic foci throughout the liver suspicious for metatstases. Ultrasound showed large quanity of ascites, as well. CT scan of pelvis showed large quantity of ascites and also had multiple findings of new enhancing massess in the liver suspect for metastases. Left lower quadrant paracentesis performed in feb. 2005. Patient discharged home the next day. Patient went to local ER in 6 days later, and was hospitalizerd for edema and chest congestion. Family member reported on the following day that patient was not eating and was having difficulty waking up. Family member stated further that patient would probably go home on hospice. In march, it was confirmed that patient was in hospice care. Patient's family member reported on the third day that patient was better and no longer in hospice care.